Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse informed the customer that clutch pedal, opt switch pull or other obstructions around the universal surgical manipulator (usm) could cause the issue. No site visit was conducted. The system was working properly, and no additional action was required as the problem was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, non-intuitive motion occurred several times. The customer reported that the insertion movement temporarily stopped and continued to move again. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse explained it might be a clutch pedal or opt switch pull or any obstruction around the universal surgical manipulator (usm). The isi tse checked the system logs and found no related logs. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: non-intuitive motion occurred several times during the procedure. The insertion movement temporarily stopped and then continued to move again. The instrument movement was not delayed during instrument insertion. The procedure was completed robotically with the original configuration. There was no patient injury.